Event description:
It was reported that during a paroxysmal atrial fibrillation ablation with off label cti line ablations a farawave was selected for use. During procedure, the guidewire became stuck, tissue was seen at the tip of the catheter. The catheter was replaced, and procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a paroxysmal atrial fibrillation ablation with off label cti line ablations a farawave was selected for use. During procedure, the guidewire became stuck, tissue was seen at the tip of the catheter. The catheter was replaced, and procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.